Event description:
The customer alleged the ventilator's audible alarm failed to activate. The technical support specialist advised the customer to reseat the conversion printed circuit board. The customer did as he was instructed and the malfunction ceased. The customer will replace the conversion printed circuit board as a precaution. This report is not an admission by co that this device caused or contributed to the event alleged in this report.